Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to verify the reported malfunction. The fse checked the unit with a trainer and balloon for an hour. No issues were observed. The iabp was handed over to the customer in working condition.

Event description:
N/a

Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) system going on standby mode. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Firm providing updated device identification information in alignment with gudid.